Event description:
Caller reported a malfunction on the pump with an audible annunciation and malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in resetting the pump and confirmed that the malfunction did not recur after the reset. To resolve the issue, cts arranged a one-time pump replacement and provided instructions for returning the problematic pump to tandem. Caller was instructed to program the settings into the replacement pump and return the faulty one within 10 days to avoid additional charges. The caller acknowledged all instructions provided by cts.